Event description:
On 06/18/99 the pt underwent a bowel resection to remove a tumor. Intra-operatively a jackson-pratt drain was placed in the right lower abdomen which functioned well. On 06/23/99 during an attempt to remove the drain. The tube broke at skin level. Attempted CT-guided retrieval of the drain was unsuccessful. The pt underwent a second surgery, under general anesthesia, on 06/23/99 to remove the retained drain and reservoir intact. He was discharged the next morning.